Manufacturer narrative:
Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other similar complaint was reported on this batch of access ports. Investigation: neither the involved device nor the x-ray pictures were returned for analysis. No thorough investigation can be performed. Conclusion: without the involved device no conclusion can be drawn concerning the cause of the catheter disconnection. It is a known complication of access port implantation. No corrective action is envisaged.

Event description:
On (B)(6) 2016: implantation of an access port via the right subclavian vein. The correct catheter connection was confirmed. On (B)(6) 2016: during the second chemotherapy administration, disconnection fo the catheter is noted. The catheter was removed by femoral approach due to its migration in the vena cava. On (B)(6) 2016: explantation of the access port and placement of a second one. Remark: no problem during the administration of the first chemotherapy treatment.